Manufacturer narrative:
This report is submitted on july 1, 2021.

Event description:
Per the clinic, the patient experienced pain and itchiness over the implant site and was subsequently treated with oral antibiotics (date and duration not reported).